Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection confirmed a complete lead with setscrew markings in the correct location on the terminal pin. The lead did not pass continuity testing with an open circuit identified for the distal hv (high voltage) conductor; x-ray confirmed a conductor fracture approximately 3 cm from the terminal pin. Slight insulation abrasion was also noted on the terminal boot insulation near the fracture site, indicating pressure/movement in the area while implanted.

Event description:
Boston scientific received information that the patient with this right ventricular lead was hospitalized due to noise and oversensing. Additionally, high out of range pacing and shock impedance measurements were exhibited however, no inappropriate therapy delivered and no pacing inhibition was noted. The patient remained hospitalized pending a lead revision. No resulting adverse patient effects were reported and boston scientific's technical services provided detailed instruction and guidance, applicable during product replacement. During the subsequent lead revision, no lead damage was observed either visually nor on x-ray imaging. Lead noise could be reproduced with the external pacing system analyzer, thus lead was explanted and replaced. The explanted product was returned for analysis. No resulting adverse patient effects during the replacement.